Manufacturer narrative:
The reported event was addressed with phone support. The customer received phone assistance from the technical support engineer (tse). The customer reseated the endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) will not receive the endoscope for evaluation as the reported issue was resolved by reseating the device.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the endoscope image was flipped upside down/backwards. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the system recognized the endoscope. The surgeon confirmed the desired orientation when the endoscope was installed. The surgeon noted the orientation issue. The procedure was completed using the same endoscope with no report of patient injury.